Manufacturer narrative:
Service was dispatched to the site to troubleshoot suspect hba1c2 results. It was at this time that the field service engineer (fse) was informed of the bun low recovery issue. The field service engineer (fse) identified that the autogloss tube to the wick was dry. The fse replaced the linear pump tubing on cap piercer. The fse ran precision for bun and the results failed on the high end. The fse proceeded to replace the sample probe, and noticed that the wash collar for reagent probe a was not evacuating correctly, and replaced the vacuum valve. The fse verified bun precision and hba1c2 (qc) quality controls. Precision and qc results were acceptable. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2050012-2011-08493, 2050012-2011-08492.

Event description:
The customer reported that erroneous glycohemoglobin a1c2 (hba1c2) results were generated on a unicel dxc 600i synchron access clinical system for eight patients, and erroneous blood urea nitrogen results were generated for an unknown number of patients. It is not known whether the hba1c2 results and the bun results were associated with the same root cause. The bun results were reported at the time of service to troubleshoot the hba1c2 results. This is report two of two and represents the erroneous bun results generated on the unicel dxc 600i synchron access clinical system on an unknown date. The event date will be inferred to be (B)(6) 2011. The initial bun results were flagged through an instrument delta check and the customer repeated the test. Patient data, including the repeat bun results, were not provided by the customer. None of the bun results were reported outside the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Instrument quality control results executed during the timeframe of the event were within established ranges. No specific patient or sample collection/handling information was provided by the customer.